Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date, follow-up CT imaging identified a distal type I endoleak with an unknown amount of aneurysm enlargement. On (B)(6) 2018, a reintervention was reported to be taken place to treat the distal type I endoleak on the trunk-ipsilateral leg component. However, pre-operation the patient reportedly expired while the anestisiea was being administered.